Manufacturer narrative:
The device was returned for a complaint of hypersensitivity at the implant site with no complaints on the performance of the device. Final analysis found telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device to be normal. No anomalies were found.

Event description:
It was reported that the patient experienced hypersensitivity at the implant site of their implantable cardioverter defibrillator (ICD). The ICD was explanted. No further information was provided.